Manufacturer narrative:
Correction to d9, the date the device was returned was 14oct2021. Correction to g2 to add the foreign country united kingdom. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the injection tube or a silicone rubber product was broken and debris entered the air/water channel, clogging the nozzle. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use. The following is included in the instructions for use (IFU) and may have prevented foreign material clogging the air/water channel: ¿operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ the following is included in the instructions for use (IFU) and may have prevented improper reprocessing: ¿reprocessing manual precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus southend ui. Technical evaluation has confirmed the customer specified fault. Device evaluation noted a blockage is present in the air/water nozzle. The blockage in the air/water nozzle appears to be a black rubber like material. Service repair noted that previous experience indicates this phenomenon is typically a result of use handling. Service repair device evaluation concludes that the contamination did not originate from olympus endoscope. Additionally, crush marks were observed on the insertion tube. A repair is required to return the instrument to the OEM (original equipment manufacturer) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported during device maintenance and initial inspection, a foreign debris was found protruding from the air/water nozzle. There is no patient involvement on this reported event. No user injury reported.